Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right hemicolectomy, upon anastomosis of proximal and distal bowel post removal of cancer tumor, the staple line did not form and the anastomosis did not remain in tact. The staple line was resected and re-stapled. The surgeon had to re-open the patient and was brought back into the operating room the following day. Hospital stay was extended but patient died about seven (7) days after second surgery from multi organ failure secondary to abdominal sepsis secondary to the anastomotic leak.